Manufacturer narrative:
The device is contraindicated for use with acetaminophen-containing medications, as use of such medications may affect sensor performance. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that she experienced inaccuracy in cgm readings during an extreme low (cgm 257 mg/dl, bg 31 mg/dl). Patient stated that she attempted to calibrate with a false bg reading (41 mg/dl) because, the device did not allow the user to enter bg values less than 40 mg/dl. She further reported having taken a cold medication containing acetaminophen. Patient experienced a hypoglycemic event and received treatment from the paramedics but refused transport to the hospital. Patient reported that she was stable at the time of her call to dexcom technical support.